Event description:
It was reported that the right ventricular lead exhibited less that 100 ohms impedance. An insulation breach was noted at the proximal portion via fluoroscopy. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.